Event description:
Pneumonia was not attributed to left ventricular assist device (lvad) therapy. The source of infection was ventilator associated pneumonia. The patient had cardiac arrest that was both respiratory and associated with ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient clinically worsened and required vasopressors/inotropes. The death was not considered to be device related. The device had operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
More additional information provided stated the patient experienced dizziness and transient unresponsiveness with automatic implantable cardioverter defibrillator (ICD) shocks. The patient did not have a history of arrythmia pre-lvad. It was possible that the arrhythmia in this event was device or therapy related. The patient had an echocardiogram where left ventricular end-diastolic diameter (lvedd) was noted to be extremely small. An ICD was implanted prior to ventricular assist device (vad). The cause of respiratory failure was infectious. Positive sputum culture klebsiella pneumoniae was noted. The event was not related to lvad implant procedure.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was pneumonia and bacteremia. The patient was on venoarterial extracorporeal membrane oxygenation (va ECMO). The patient's family withdrew care. Additional information was not provided.

Manufacturer narrative:
Section a3/a4: patient gender and weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.